Event description:
It was reported that when the patient presented in clinic for normal follow up, externalized conductors and increase in pacing lead impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.